Manufacturer narrative:
This is a correction report

Event description:
More then 4 months from surgery

Event description:
It was reported that a patient experienced a dental implant loss. Less then 4 months from surgery.

Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA 2304133 has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review covers the date range of 04/06/2022 - 07/28/2024.